Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, possible stent damage might have occurred. The lesion being treated was in an ostium. The physician crossed the lesion with a taxus express2 drug eluting stent and successfully deployed the stent. After deployment the physician noticed that part of the taxus stent was hanging out into the aorta. The physician then decided to use a nc monorail 4.0 balloon to post-dilate the taxus stent. However, after fully deflating the balloon the physician thinks one of the taxus struts may have caught onto the balloon. The physician was unable to retract the balloon back into the guide catheter. Therefore, the physician decided to transfer the pt for bypass surgery. It is noted that upon inspection of the guide catheter, the tip of the catheter was noticed to have been torn. Pt status is reported as "satisfactory/good."